Event description:
The iab was inserted into the pt on 8/14/97. On 8/15/97 after iabp for 13 1/2 hrs, the rn turned the pt slightly without bending the leg and blood immediately started backing up in the catheter and an alarm sounded from the pump. (Event complications: none from the event-reported 9/12/97.) (Pt's current status: out of ICU-rpt'd 9/12/97.)